Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation, and "scant serous fluid present in it [implant]." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on patch shell bond edge and wear abrasion leak test and microscopic analysis was performed which identified: sharp opening on patch and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch (shell bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation, and "scant serous fluid present in it[implant]." Device has been explanted.